Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin scarring. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_android. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system sp1a.210812.016.g973usqu9ixe3. Cloud - smartphone hardware sm-g973u. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that they suffered an injury from removing the pod adhesive, which ripped off some skin and left a scar. The incident occurred while on a cruise in october, and the pod was worn for three days. The site appeared irritated with ripped skin. The patient prepared the site using alcohol wipes, wiping about three times, and did not use any products to remove the pod. The agent trained the customer on removing the pod with baby oil and using mild soap to prep the area. The patient agreed to follow the adhesive guide. The agent documented whether the customer successfully resumed treatment and offered additional assistance, including a warm transfer to the clinical team if needed. The case comments indicate multiple attempts to contact the patient for further information. If additional information becomes available, a supplemental report will be submitted.